Event description:
On 4th december 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the anchor was deformed. This was detected during a right knee arthroscopic patellar ligament reconstruction surgery on (B)(6) 2024. An ar-1949 was used to prepare bone socket. The anchor was deformed, resulting in implantation failure. Procedure was completed successfully with no patient harm and no secondary procedure needed by using another brand product. The anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2024. All fragments were retrieved from the patient. Procedure was successfully completed by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1934bcf-2 biocomposite¿ suturetak was received for investigation. Visual evaluation of the returned device noted the anchor was no longer attached to the driver and was damaged and bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during insertion and/or prying/leveraging the device during use.